Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra smart meter was reading inaccurately high, compared to another meter (accu-chek). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged inaccuracy started on (B)(6) 2016, alleging that she obtained an inaccurately high blood glucose reading of ¿193 mg/dl¿ with the subject meter compared to ¿55 mg/dl¿ on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. She reported that 2 mins after the alleged inaccuracy occurred she developed symptoms of ¿dizziness and blurry vision¿. Due to the symptoms, she could not perform her job and attended the urgent care/clinic. At the clinic the patient reported that her blood glucose was tested on the clinic meter, obtaining a result of ¿89 mg/dl¿. The patient stated she was treated by a health care professional with ¿a can of pop¿. During troubleshooting, the csr confirmed, the correct unit of measure was set, the test strips had not expired, been open longer than the discard date and had been stored correctly (per owner¿s booklet recommendation). The reporter described the correct testing steps and the sample was taken from an approved sample site. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.